Event description:
Boston scientific (crm) received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. It was reported that following appropriate device therapy, several external shocks were delivered. It was noted that the external defibrillator pads were placed directly over the device. No allegations against device performance during the implant duration, however, the patient continued to progress into ventricular fibrillation (vf). Following external therapy, the device was interrogated at which time, a fault code/warning message was observed. Medical staff suspected the device had incurred damage during external therapy. Furthermore, the physician and medical team, do not suspect that the device caused or contributed to patient death. Device explanted and returned laboratory analysis.

Manufacturer narrative:
Upon receipt at guidant's post market quality assurance laboratory, visual inspection of the device noted arcing under the device header. During device interrogation, a review of device memory revealed that multiple shocks had resulted in an inappropriately low impedance measurements (<20 ohms). Further analysis confirmed the arcing was due to damaged insulation surrounding a wire within the header that allowed undesirable shunting of shock energy to the active titanium case causing the "<20 ohms" impedance measurement. On june 17, 2005, guidant issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august, 2004 and is included in this population.